Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: the patient had an elevated blood glucose (bg) this morning, over 200mg/dl, patient's mom did not provide specific number, but says has ketones, she is unsure amount of ketones. Mom is concerned patient is not receiving all of the insulin flow. Customer technical support (cts) asked if they have a back-up plan, mom said no back-up pump. Cts attempted to explain that she should call health care provider for back-up plan, but mom said she will text son for more information and call back and she ended our call. This complaint is being reported due to the allegations that the pump may not be properly delivering insulin and a patient on pump therapy developed hyperglycemia with ketones.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump history showed that the last basal delivery occurred on (B)(6) 2013 and the last bolus delivery occurred on (B)(6) 203; the pump was suspended on (B)(6) 2013 at 12:52 and deliveries were not resumed. The battery cap was not returned with the pump for investigation. A test battery cap was used to complete testing. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and accurately recorded in the pump history. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. There was no defect found on investigation.